Event description:
Report of difficulty with priming of IV administration set rec'd. Pt admitted to the emergency department in full cardiac arrest. Nurse reports it took 30 minutes to prepare the administration set due to "many problems" while trying to prime it for a dopamine infusion. When the set was placed in an infusion pump, it kept alarming air in line and occlusion. Other sets reportedly were used without a problem. The pt resuscitation was not successful. The reporter states the pt was not expected to live and the death was unrelated to the event. No additional info was available.

Manufacturer narrative:
One used sample was tested. The sample passed the valve functional testing. The gram force of the sample was at the high end of the spec. The weld stack height exceeded the high end of the spec. The sample was set up on a plum 1.6 pump and operated normally with no alarms or problems. The sample was easy to prime and all caps and covers were easy to detach and reattach. The plumset was decontaminated by gamma radiation sterilization prior to the eval which has sufficient heat to cause the silicone rubber cassette diaphragm to increase in hardness up to 5 gram force units. This could explain the cassette exceeding the gram force spec by 1 unit. High casette weld stack height can be the cause of sys retest (plum 1.6) or cassette (plum xl) alarms due to insufficient diaphragm compression at the valve locations, which would result in the failure of the valve functional test (p-1579). The sample passed the valve functional test, indicating the high weld stak height was not sufficient to impact cassette valve performance, and the cassette would function normally in all plum pumps. A work order review showed 200 samples were taken as per normal sampling and no defects were found on visual and functional tests.